Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and happened during a diagnosis coronary treatment, procedure was delayed but got completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿system geometry movements partly available¿. Upon investigation, fse confirmed the issue happened due to hard drive disk. Fse replaced hard disk and reinstalled the software. After replacement of hard disk and reinstallation of software, the system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
Geometry movements partly available. It has been reported to philips that geometry movements was partly available. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.